Event description:
A peritoneal dialysis (pd) patient's contact reported experiencing a fluid leak during dwell 1 of their treatment. Upon follow up with the patient it was reported that during his treatment he woke up and noticed his shirt was wet, and upon checking his cassette he saw fluid leaking from the stay safe connector pin which appeared loose but was still attached. It was reported there was fluid all over the bed and floor and confirmed no fluid came into contact with the cycler. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. Patient was able to resume treatment using the cycler the following evening. The reported cycler set was available to return. A sample return kit was prepared for the patient to return the sample for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. Additionally, the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. The actual sample was visually inspected according to specification r-0046 and was noticed missing the blue pin (could have been removed by the customer), no damage or cracks were noticed on the patient connector. In addition, the sample was tested in the cycler machine and no leaks, loose connection from patient connector or alarms were noticed. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.

Event description:
A peritoneal dialysis (pd) patient's contact reported experiencing a fluid leak during dwell 1 of their treatment. Upon follow up with the patient it was reported that during his treatment he woke up and noticed his shirt was wet, and upon checking his cassette he saw fluid leaking from the stay safe connector pin which appeared loose but was still attached. It was reported there was fluid all over the bed and floor and confirmed no fluid came into contact with the cycler. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. Patient was able to resume treatment using the cycler the following evening. The reported cycler set was available to return. A sample return kit was prepared for the patient to return the sample for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported experiencing a fluid leak during dwell 1 of their treatment. Upon follow up with the patient it was reported that during his treatment he woke up and noticed his shirt was wet, and upon checking his cassette he saw fluid leaking from the stay safe connector pin which appeared loose but was still attached. It was reported there was fluid all over the bed and floor and confirmed no fluid came into contact with the cycler. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. Patient was able to resume treatment using the cycler the following evening. The reported cycler set was available to return. A sample return kit was prepared for the patient to return the sample for physical evaluation by the manufacturer.